Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 60197be01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house testing was performed on lot 60197be01. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 60197be01 was identified.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated on the alinity I processing module for one patient which was not consistent with the previous result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 alinity I syphilis tp result = 0.94, 0.95 s/co (nonreactive). Colloidal gold = positive. Previous results: (B)(6) 2024 alinity I syphilis tp result = 3.33 s/co (reactive). Colloidal gold = positive. Update: on 05 aug 2024, the customer provided additional information. The patient (72-year-old male) was diagnosed with guillain-barré syndrome and between (B)(6), the patient had received plasma transfusions. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I syphilis tp, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated on the alinity I processing module for one patient which was not consistent with the previous result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 alinity I syphilis tp result = (B)(6) (nonreactive) colloidal gold = positive previous results: (B)(6) 2024 alinity I syphilis tp result = (B)(6) s/co (reactive) colloidal gold = positive update: on (B)(6) 2024, the customer provided additional information. The patient (72-year-old male) was diagnosed with guillain-barré syndrome and between (B)(6), the patient had received plasma transfusions. There was no impact to patient management reported.